Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired, the cardiac chambers (congenital structural heart) diagnostic procedure was completed by manually moving l -arm. A philips remote service engineer (rse) connected with the customer remotely and confirmed that the brake for floor stand to pivot was not releasing. A philips field service engineer (fse) inspected the system onsite and confirmed that there were no issues with the floor stand brake, however found issues with floor and stand rotation. During further troubleshooting fse found that l arm was touching and scratching floor during movement while getting rotated towards the doctor side and that it was not possible to move l-arm using table module. The l arm got stuck on floor and had to manually move l arm until it was no longer touching the floor to get unstuck and able to continue procedure. Fse confirmed that all floor mounts and bolts of the l-arm were torqued and not damaged and also the l arm remained at zero-degree level throughout full range of travel. Fse confirmed that the floor was warped causing l arm and floor to touch, and fault was not caused by the philips system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported product malfunction in this case. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It was reported to philips that the device's floor stand brake was not unlocking, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.